Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a stuck key alarm, and there was no patient involvement.

Manufacturer narrative:
D9: 04-mar-2025. H3: one device was returned for analysis in good condition with complaint of stuck key alarm. Log events were reviewed and there are no errors related to the customer complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed, confirming stuck key. The keypad membrane was replaced to resolve this issue.